Event description:
Patient implanted in upper and lower vermilion borders in 1997. Onset of infection and unsatisfactory results 03/02/1998. Patient treated with ceclor, date unknown and antibiotic 06/01/1998. Implant explanted in 1998.